Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple flat spots along the distal shaft. The tip is slightly flattened. Microscopic inspection revealed that the collar is partially separated. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed 23 aug 2019. It was reported that the guidewire became stuck in the device. A guidezilla 145 guide extension catheter was selected for use. During the procedure, it was noted that the non-bsc guidewire could not cross and became stuck in the guidezilla. The procedure was completed with a different device. No complications were reported and the patient is stable. However, device analysis revealed that the collar was partially separated.